Event description:
It was reported on (B)(6) 2014 that the customer had issues with the sensor glucose reading on the pump not matching her meter when she calibrated last night. Customer stated that the sensor has been in place for about 4 days. Customer also stated that the insertions of her sensors are fine. On (B)(6) 2014, customer reported receiving a cal error alarm. Customer's blood glucose was 127 mg/dl. Customer stated that she had a low blood glucose level awhile back and treated by eating skittles. Customer tested her blood glucose level 15-20 minutes later and the blood glucose level was in the 500s mg/dl. Customer washed her hands and took her blood glucose level again and this time it was in the range of 100 mg/dl. Customer was advised that it appears that the calibrations are causing the alarms. On (B)(6) 2014, customer also had both high and low blood glucose levels and a threshold suspend alarm. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).